Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon catheter became stuck on the guide wire. The target lesion was in the left anterior descending (lad) artery. An unk sized apex otw balloon catheter had been advanced over an unspecified non-bsc guide wire. While attempting an exchange, the "wire got stuck on the balloon". Everything was removed as one unit. It is unk how the procedure was completed. There were no pt complications reported with the pt's current condition listed as "fine".